Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the anchor on the involved angio-seal evolution device broke off inside the patient. On an unknown day in (B)(6) 2018, the physician was finishing a diagnostic left heart cath procedure where a 5f sheath was used. The phsician used an angio-seal evolution for femoral closure. As he drew back on the device, the footplate broke off and the suture with collagen came out of the groin. The footplate stayed behind. Manual pressure was applied to the site. After hemostasis was achieved, doppler was used to check distal pulses. All pulses were present and the patient was not experiencing any discomfort. No further testing or procedures were ordered by physician. The procedure outcome was reported to be successful. It was reported that the patien was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no.1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.